Event description:
It was reported that the control panel on the 2800 system would not display. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The control panel was installed during the service call. The system was tested, and found to be working as intended, and put back into service.